Event description:
Meter would not only prompt an "88.8" message with attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test, however was able to test on neighbors meter and obtained a result of 600 mg/dl. They visited their physician due to high reading and medications were adjusted. The issue was not resolved with troubleshooting. No further information has been reported. A letter is being sent to the patient to attempt to obtain more clinical information.